Manufacturer narrative:
One device was received for evaluation. Visual and functional testing was able to duplicate the reported problem. It was determined that the broken optical switch was the root cause. The optical switch sensor was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: unknown; month and year valid. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that error 1871 was displayed while the pump is dispensing. There was no patient involvement. The event occurred during testing.